Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-1926bcsp, 3.5mm pushlock, biocomp, self-punching, it was used as an external anchor. The eyelet broke during installation, rendering it unusable. This was detected during an unknown procedure on (B)(6) 2026. The procedure was completed successfully by using a new product of the same part number. All of the product/fragment was removed and nothing remained in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.